Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was suction alarm ongoing on console. Appears to be false alarm as position stable, volume stable, no hemolysis. The doctor does not believe patient is having suction. Flows 4.5 at p8. Aorta signal is also off compared to aline blood pressure. Placement signal alarm too but false alarm. The team was ok with pump and no plans for replacement. The patient was awaiting heart transplant and stable.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Investigation summary false alarm: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log.